Event description:
It was reported on (B)(6) 2014, the display on the insulin pump was scratched. Customer stated it was not possible to read all of the information properly. Customer's blood glucose was not provided. No further information provided.

Manufacturer narrative:
The insulin pump received with extremely scratched display window, cracked reservoir tube lip, missing end cap sticker.